Manufacturer narrative:
Samples were collected in bd serum tubes with a gel separator and centrifuged for twelve minutes at 3300 rpm. Service was not dispatched for this event as the customer did not question instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected free t4 (ft4) result of 0.0ng/dl generated by the access 2 immunoassay system. Subsequent testing on an alternate methodology produced a discordant higher result within the normal reference range (the actual result was not supplied by the customer). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.